Event description:
The physician gained access on right leg, up and over. The physician then put in a 7f sheath and 014 wire, and inserted a turbohawk ss-cl over the wire and atherectomized patients vessel. All went well. When retracting the ths-ss-cl, the device became stuck at tortuous part of proximal common femoral and external iliac. The nosecone broke when they tried to pull the device out. A snare was used to retrieve the broken device. No adverse event to the patient. The patient is in good condition. The physician post dilated sfa after device was retrieved.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The turbohawk device was received for evaluation without the cutter driver or any ancillary devices. Three cine images were received but none of the images documented the event. One image documents a thick catheter-like device positioned (distally) below the knee but the image resolution was not sufficient to establish the identity of the device or its condition. The turbohawk device was separated at the proximal edge of the distal tip assembly's housing coil. The guidewire lumen (on the distal tip assembly) exhibited longitudinal tearing and a deformation of the tecothane jacket that secures the lumen to the tip assembly body. Damage of this nature has been observed when the guidewire is prolapsed or wrapped around the device proximal to the turbohawk's rx wire lumen and the device is then pulled into the guide sheath. The lumen also exhibited green polymer residue both at the proximal edge of the tip assembly's body section lumen and at the proximal edge of the rotating tip's guidewire lumen. The source of the residue could not be determined. The color and consistency of the residue is consistent with scraped ptfe coating used in guidewire production.